Event description:
It was reported by service report that there was error 404 on the footboard for the ibed siderail status. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Loose pin in the siderail cable.